Event description:
As of this afternoon 10/26/98, 1400 the cerner system is having major problems interpreting the abo type on pts who are a positive. Until this problem is resolved users cannot rely on the electronic crossmatch. Therefore, per pathologist, facility is to transfuse all pts with abo/rh compatible rbc's compatible by immediate spin crossmatch. Facts: on saturday, october 24th a cerner associate logged on to the system at 5:18 pm for a period of 136 minutes. It appears very likely that this associate did not follow proper cerner procedure and logged on to the client's system without first asking permission. During this associate's time on the system errors were introduced resulting in functionality issues with the system. This morning (10/26), at approx 10:22 am a point was logged identifying problems within the blood bank system at the medical center. The point was resolved and a voice mail was left for the client contact at approx 12:50. Following this the issue was escalated by staff at the medical center. Summation of steps taken today: while this issue is still under investigation here are the results identified so far today. Determined who the cerner associate was who improperly logged on to the client system, contacted this associate's manager for corrective action, engaged the blood bank team and regulatory affairs. Staff was able to fix the cerner problem from home. Staff has tested the system and found it to perform as expected, so dr has approved the use of electronic crossmatch as of 5pm (10/26).